Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 322 which was not reproduced but confirmed through a review of the device event history log. Device investigation found the upper latch switch to have fibers stuck to it and the switch was pulled away from the board. The switch was replaced through the replacement of the upper auxiliary assembly. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. Additional information: material separation.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.